Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the gap between the acoustic lens and ultrasound probe was confirmed. The cause of the gap was attributed to wear due to handling. The occurrence of the reported problem can be prevented by adhering to the instructions for use (IFU) which states the following: ¿do not strike, hit, or drop the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, or endoscope connector. Also, do not bend, pull, or twist the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, or endoscope connector with excessive force. The endoscope may be damaged and could cause patient injury, burns, bleeding, and/or perforations. It could also cause parts of the endoscope to fall off inside the patient.¿ olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus, the evis exera ii ultrasound gastrovideoscope had leakage at air/water connector. The issue was found during reprocessing. The device was returned for evaluation. During the device evaluation, a gap between acoustic lens and ultrasound probe was found. This is likely due to wear and tear damage with customer mishandling and with increasing use/time. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
The device was returned to olympus for evaluation and the evaluation found a gap between acoustic lens and ultrasound probe due to wear and tear damage with customer mishandling and with increasing use/time. Additionally, due to wear of lock engagement lever, upward/downward angulation control knob cannot be locked securely; due to deformation of suction connector, water tightness was lost; due to damage on ultrasonic probe, displayed ultrasound image was defective with missing elements; adhesive on bending section cover had wear and bending tube was damaged. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.